Manufacturer narrative:
Batch review performed on 17 february 2025: lot 2242793: (B)(4) items manufactured and released on 02-feb-2023. Expiration date: 2028-jan-22. No anomalies found related to the problem. To date, all the items of the same lot have been sold with no similar reported event during the period of review. Additional implants also revised: gmk-sphere 02.12.0005l femoral component sphere cemented size 5 l (k121416) lot. 2309761 batch review performed on 17 february 2025 (B)(4) items manufactured and released on 27-jul-2023. Expiration date: 2028-jul-11. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Root cause: the reported cause was metal allergy with no alleged device deficiency or contributing factor, and the device history record review does not indicate any potential manufacturing related issue.

Event description:
The patient had a metal allergy and the cause is unknown. At about 1 year and 4 months post primary the surgeon revised all components to sensitin components and the surgery was completed successfully.